Manufacturer narrative:
Two photos were received for evaluation by smiths medical. Upon receipt, the pilot balloon was noted to be inflated but the cuff was not. Functional testing could not be performed because actual devices were not received. The customer reported complaint was confirmed, however no definitive root cause to the reported issue could be determined. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Additional information was provided to smiths medical. Medical intervention was required, inlcuding replacing tube with a working tube during induction. No patient injury resulted.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that the cuff to a smiths medical portex® endotracheal tube was unable to be inflated. Subsequently the tube was required to be changed out during intubation procedure. There were no reported adverse patient effects.